Event description:
Report received of a non-delivery of nitroglycerine. The nitroglycerine was being increasingly titrated in response to the patient's complaint of chest pain. Approximately 4-5 hours after the infusion was started, it was noted that there was no fluid gone from the container. There were no pump alarms. The tubing was readjusted and the infusion was resumed at the initial rate, which was not specified. It was not known if other medical interventions were required for the patient. The customer contact presumed that administration of morphine sulfate was given, as the patient was complaining of chest pain unrelieved by the nitroglycerine. Though requested, no additional information was available.